Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and cleaned the cuvettes manually, replaced the damaged dry tip tubing and mixer. No additional discrepant result issues have been reported since the service activity. The cuvette wash and aspiration tubing bundle and mixer were determined to be the likely cause. A review of service history for the architect c4000, serial number (B)(6) , revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c4000 did not identify any trends. A review of historical data for the cuvette wash and aspiration tubing bundle and mixer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cuvette wash and aspiration tubing bundle, mixer or the architect c4000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on architect c4000 processing module for several patients. The results were provided: patient 1: initial sodium result=111 mmol/l/ repeated= 142 mmol/l and 145 mmol/l, patient 2: initial sodium result=110 mmol/l and 112 mmol/l/ repeated=139 mmol/l, patient 3: initial sodium result=108 mmol/l and 109 mmol/l/ repeated=138 mmol/l, patient 4: initial sodium result=111 mmol/l and 111 mmol/l/repeated=142 mmol/l (normal reference range=136-146 mmol/l). There was no reported impact to patient management.